Event description:
The event is reported as: the right side of the CPAP prongs could not be attached to the supply tubing. The connectors would not stay attached during pt use. The connectors were moved to the left side and the same results occurred. A second product was used and the same results occurred. The second event documented in MDR# 3004365956-2011-00235. No pt injury reported.

Manufacturer narrative:
The results of the investigation are not available at the time of this report.